Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device containing approximately 100 milliliters of solution. The reported condition of tangled coiled tubing was confirmed. Visual examination of the unit confirmed that the coiled tube had 4 1/2 turns, which is below the specification of 5 - 5 1/2. Because of the entanglement, the tubing was stuck between the housing and the volume indicator. The root cause was operator error during the manual assembly process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the coiled tubing of a basal/bolus infusor device became entangled between the housing and the volume indicator during filling. There was no patient involvement. No additional information is available at this time.